Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the product produced shaving into the pt's cavity. The surgeon was able to remove the shavings and complete the procedure. The hosp has reported no pt injury occurred.